Event description:
It was reported that there was an issue with nn220 - columbus cr dd glid.surface t2/2+ 10mm. According to the complaint description, the patient had an allergic reaction to the implant (cobalt chromium). The patient returned to the doctor only in 2023 complaining about itches. Additional, the patient gained 40 kilograms since the surgery in 2021. The doctor confirmed intolerance to the material from which the implant was made. During the replacement, damage to the insert was found in the form of scratches and extensive wear of the material. The insert has been replaced with a new one. The doctor who performed the replacement asks the manufacturer to provide information-explanation regarding wearing capacity of this insert. A revision surgery was necessary. Additional information was not provided nor available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/correction: b5 - leading materials updated; revision date confirmed. H6 - codes updated. Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based on review of production records and historical data analysis, as well as the doctor's statement (noted below). Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The assessment for reportability of the adverse event was determined by patient harm, revision. Conclusion and root cause: according to the provided information the root cause for the mentioned problem is patient related. See comment: "the doctor confirmed intolerance to the material from which the implant was made." Based upon the investigation results, a CAPA is not necessary.

Event description:
Update: revision surgery was performed on 13feb2023; only the insert was replaced. Associated medwatch reports: (B)(4) (9610612-2023-00103) nn220. (B)(4) (9610612-2023-00235) nn073k. (B)(4) (9610612-2023-00118) nn004k.

Manufacturer narrative:
Additional information/correction: b5 - leading material updated, added involved component. D9 - product not yet returned.

Event description:
Update: associated medwatch reports: (B)(4) (9610612-2023-00118). Involved component: nn220/ columbus cr dd glid.surface t2/2+ 10mm. ((B)(4)) - this product is now considered to be an involved component, and not a leading material